Event description:
Consumer reported, "the upper head came off while I was brushing my teeth. I had it for about 7 months, and I didn't know that we needed to replace it every 3 months."

Manufacturer narrative:
Product components are manufactured at the following locations. Since the consumer has not returned the product to date we are unable to determine which exact product was used and at which location the particular product was manufactured. (B)(4). Device was discarded by user.